Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting no delivery alarms on the insulin pump. Their blood glucose level went up to 550 mg/dl. They did not mention how they treated their blood glucose. Troubleshooting was performed. Insulin exited with the plunger push. However, the insulin pump alarmed a no delivery when they ran a manual prime. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.